Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection that the colonovideoscope exhibited foreign material inside the suction cylinder. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is to provide a correction to the initial medwatch report (MDR). Further review found there was no reportable malfunction related to the subject device captured in this complaint. The initial MDR was inadvertently submitted as a reportable malfunction. The initial medwatch reported foreign material inside the suction cylinder. The device was returned, and technician was unable to identify what foreign material was inside suction cylinder. The brushes could not be passed through and could not do a borescope check. Additionally, there are no pictures to decide if foreign material was in the suction cylinder and thus it was judged as non pae. Per the legal manufacturer, this is not likely to cause or contribute to death or serious injury if the malfunction were to recur.